Event description:
A surgeon reported that a pt complained of pain several years following implantation of an intraocular lens (iol). The surgeon felt the iol was too large and replaced it with a different lens. The associated between this event and the iol is not known. Additional info has been requested.

Event description:
The surgeon who performed the replacement procedure provided add'l info. The pt presented in 6/2000 with visual acuity (va) of counts fingers (cf) and distortion of the pupil from the position of the intraocular lens (iol). Pt underwent fuorescein angiography in 6/2000 confirming cystoid macular edema which the surgeon felt was related to a low grade iritis, secondary to malposition of the intraocular lens. He felt the diameter of the lens was too large for the pt's eye. The pt was treated with topical steroids and nsaids as well as subtenon steroid injections. The va improved to 20/100, and angiography showed persistent macular edema. Lens replacement was performed in 3/2001 with a smaller diameter iol. Upon follow-up in 4/2001, va had improved to 20/50. The surgeon expects further improvement.